Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of photographs received. Visual examination of the provided pictures identified screws and other parts associated with the described event. Two of the screws appear to be fractured from the photo. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Year of birth - (B)(6). Concomitant medical devices: unknown comprehensive screw; unknown comprehensive screw; ti-115310 comp vrsdl glnspr 36mm ti; xl-115363 arcom xl 44-36 std hmrl brng; 118001 versa-dial/comp ti std taper. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. 0001825034 - 2020 - 03300, 0001825034 - 2020 - 03302.

Event description:
It was reported patient was revised due to implant loosening and implant fracture. All implant parts involved were removed. Comprehensive stem was left in place. Inverse comprehensive shoulder prosthesis was implanted. Additional information on the reported event is unavailable.